Event description:
It was reported that noise was observed on the lead. The lead was capped. It is unknown if noise was caused by lead or ICD.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.